Event description:
It was reported that the patient was admitted to the intensive care unit in (B)(6) and later transferred to the 5th ward. The incident involved the spontaneous removal of the foley catheter on (B)(6) 2026.

Manufacturer narrative:
Initial reporter facility name: (B)(6) the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.